Event description:
The user facility reported a 78-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The cp pump experienced low flows following implant and subsequently triggered suction alarms. Upon further observation, it was identified that the cannula of the pump was kinked. As a result, the decision was made to replace the device with a new impella cp pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The device was not returned for investigation. Data logs show suction alarms throughout the one-hour case run along with low pump. Based on given clinical details, the cause of the low pump flow issue was most likely kinked cannula.